Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had an auxiliary full-height drawer six that was not detected on the bus. The lights on the back of drawer six were not on, while all other drawers were functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller board for the auxiliary drawer had failed. A field service engineer verified the customer issue and removed the back panel, finding all light emitting diode (led) dark on the controller board. The engineer replaced the pyxibus controller board, after which leds were present, and the far-right led was blinking. The engineer also replaced the retractor band and confirmed successful recovery. Additionally, the customer reported issues with the barcode scanner, which were resolved by replacing the complete barcode scanner and changing the port connection at the back of the medstation. The engineer logged into the hardware test application and ran a final test on the auxiliary full-height drawer six, which passed successfully. The customer verified full functionality. The system functioned as intended after the field service engineer repaired the device.